Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00374: driver.

Event description:
An acutrak 2 screw was used to treat a scaphoid fracture in (B)(6) 2018. During the routine hardware removal surgery, the driver tip broke off in the screw. The screw, with the driver tip, could not be removed and remain implanted.